Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab observed that the peek housing was broken and cable was exposed. Initially, it was reported that during the procedure, the catheter was unable to deflect or relax completely. A second catheter was used to complete the operation. No adverse patient consequences were reported. The deflection issue was assessed as not MDR reportable. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and visual analysis of the returned device revealed that the peek housing was broken, and cable was exposed. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
(B)(6). The biosense webster, inc. (Bwi) product analysis lab received the device on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. A visual inspection and deflection test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that peek housing was broken and a cable was exposed. A deflection test was performed, and the catheter failed. The catheter was dissected and it was found that the puller wire was broken inside the tip. The returned condition could be related to the handling of the device; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for lot 30740527m and no internal action related to the complaint was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).